Event description:
It was reported that the ventilator would not power on battery operation. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The customer reported the battery was replaced. No part is expected to be returned as part has been discarded by the customer.